Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has been alerting for calibration errors. Blood glucose reading was 219 mg/dl. There was a incident where the insulin pump stopped delivering insulin, went into suspend mode and the reservoir set had to be changed. The customer had been wearing the sensor for 2 days prior to receiving the alerts. Nothing further reported.